Event description:
The customer reported that during a gastrectomy, the device would not provide energy delivery even though an end tone, indicating a completed seal cycle, was confirmed. Another device was used to complete the procedure without incident. There was no tissue damage, no bleeding and no pt injury. No add'l info was made available by the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.